Event description:
The user facility reported a failed biological indicator. The chemical indicator evidenced passing results and all cycles met processing parameters. No injuries or procedural delays/cancellations were reported. Instruments were used in patient procedures.

Manufacturer narrative:
Retain testing was performed on the lot number subject of the reported event; no issues were noted and the DHR evidenced the lot was manufactured to specification. A steris service technician inspected the unit and found it to be operating properly. The technician ran a test and lumen cycle and all cycles met processing parameters. As a precautionary measure the technician replaced the injection cylinder, ran a test cycle and confirmed it to be operating properly. As cycles completed successfully, ci evidenced passing results and equipment had no issues the reported event can be attributed to improper handling of the scbi by user facility personnel. Proper handling procedures are outlined in section 11 in the scbi's instructions for use. Steris offered in-service training on the proper use and handling of the bi however the user facility declined.